Manufacturer narrative:
Investigation summary: a visual inspection revealed that the delivery device was returned separate from the loading device. The seal was inside the loading device, under the window. The green slide lock and the white plunger were depressed on the delivery device. The device was bloody. Based upon the received condition of the device, the reported complaint, "the seal would not load properly" could not be confirmed as the plunger should have not been depressed during the loading stage. A lot history record review could not be completed as the product lot number was unknown. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal was not far enough out of the loader. The seal remained inside the loader. A replacement unit was used to complete the procedure. There were no pt effects. The correct lot number could not be obtained. The product was returned. Upon receipt of the device, the reported complaint was determined to be a failure to load.